Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out-of-range pacing impedances. No evidence of oversensed noise. No adverse patient effects were reported. Surgical intervention was performed and the lead was capped.